Event description:
The customer reported to customer service that her pump in style power adaptor fell and the back of the adaptor is not on. The customer was continuing to use and was shocked when plugging it in.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product and get additional complaint information were unsuccessful, therefore the lot number was not obtained. The product involved in the complaint investigation was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Medela is aware of the issue with the transformer housing damage and has opened investigations. The revision number is unknown at this time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4) for rev l and m. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product received, resulting in new, changed, or corrected information, a follow up will be filed at that time.